Manufacturer narrative:
Date of event: the date of the event is unknown. Device type/identifier were not provided. Based on information provided, it cannot be determined that the erythema, edema and surgical procedure were related to v.a.c.® therapy. V.a.c.® therapy was subsequently reapplied. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2020, the following information was reported to via medwatch (B)(4): the patient had a pinhole sized right groin wound with high volume of serious/lymph drainage, and an incisional wound vac was placed (i.e., vac dressing placed on surface of skin, not packed inside). The patient was discharged home the next day with a home care nursing agency following the wound vac and orders to change dressing 3 times a week. Two weeks later, the patient presented to the emergency room with right groin edema and erythema to "now closed wound area." The physician reportedly opened and cleaned the wound, and v.a.c.® therapy was reapplied. No additional information is available. The v.a.c.® therapy type and v.a.c.® granufoam¿ dressing identifier were not provided. The medwatch form noted the device was not available for evaluation, therefore a device evaluation and device history review could not be performed.